Event description:
Literature was reviewed regarding long-term infective complications of deep brain stimulation in parkinson¿s disease: a 22-year follow-up. The following medtronic devices were used: activa pc and kinetra. Among all patients adverse events / device product performance issues included: 1. 7 patients who were implanted with the kinetra ins experienced infection. 2 of these infections were treated with antibiotics, while the other 5 patients underwent ins removal. 2. 4 patients who were implanted with the activa pc ins experienced infection. 2 of these infections were treated with antibiotics, while the other 2 patients underwent ins removal. 3. A patient experienced an infection at the electrode (frontal access). The electrode was removed. 4. 2 patients who were implanted with the activa pc device experienced infection at the extension. 1 infection was treated with antibiotics, while the other patient underwent extension removal. 5. A patient who was implanted with the kinetra device experienced an infection at the extension. The extension was removed. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID 37601, product: type: implantable neurostimulator, product ID: neu_unknown_lead, lot# unknown, product type: lead, product ID neu_unknown_ext lot# unknown, product type: extension, product ID neu_unknown_ext, lot# unknown, product type: extension, section d information references the main component of the system. Other relevant device(s) are: product ID: 37601, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown, a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Ricciuti, r. A. Et al. Long-term infective complications of deep brain stimulation in parkinson¿s disease: a 22-year follow-up. Clin. Park. Relat. Disord. 12, 100335 (2025). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.